Event description:
It was reported to boston scientific corporation that a rx ercp cannula tapered tip was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight are unknown). According to the complainant, this device was inserted along with the guide wire. It was removed and then reinserted without any difficulty. When attempting to remove it again, it appeared to be stuck and it had to be removed as one unit. After removal, a pinhole tear was observed on the cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device noted there is damage in the joint section of the sheath. A functional examination was performed using a .035 guide wire. The guide wire was advanced from the guide wire port to the damaged joint section of the sheath and could not be advanced any further. The complaint has been confirmed; the root cause of the broken joint is undetermined. A review of the device history record was performed and no issues related to this complaint were noted. A review of complaint history for this lot revealed there are no other complaints against this lot number.